Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to a fall. It was noted that the patient had some ventricular assist device (vad) stop alarms due to double power disconnects and physical driveline disconnections on their controller, but there were no product performance issues with it. The controller remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller was not returned for evaluation. Log file analysis revealed ten (10) controller power-up events were logged starting (B)(6) 2018 through (B)(6) 2018. Data logs prior to and following the loss of power on (B)(6) 2018 were not available. Data leading up to the loss of power on (B)(6) 2018 was not available. No anomalies were observed prior to the remaining controller power up events. During the controller-power up events recorded between (B)(6) 2018 and (B)(6) 2018, the controller was without power for an average of 42 seconds per loss of power. During the controller-power up events recorded on (B)(6) 2018 and (B)(6) 2018, the controller was without power for 3 hours, 22 minutes and 35 seconds and 1 hour, 12 minutes and 7 seconds; respectively. Log file analysis also revealed six (6) vad disconnect alarms recorded since (B)(6) 2018. This alarm is indicative of a physical disconnection of the driveline from the controller. As a result, the reported event was confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported vad disconnect alarms observed in the log files may be attributed to a physical disconnection of the driveline from the controller. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. If information is provided in the future, a supplemental report will be issued.